Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Event description:
Boston scientific received information that this patient with an implantable cardioverter defibrillator (ICD) received multiple shocks due to arrhythmias. Therapy was appropriate. The patient was at emergency room (ER) and was shocked externally. During device interrogation, the field representative noted a yellow screen stating a fault that high voltage (hv) had been detected on charge and was likely due to external shocks. The patient had an electrolyte imbalance. This device displayed end of life (eol). Boston scientific technical services (ts) discussed treating device as not having therapy available and will be replaced. Additional information indicated that this device was explanted and upgraded to a crt-d. No additional adverse patient effects were reported.